Event description:
A remstar pro c flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit additionally, the service technician also noted a dust fail contamination and has a presence of error code e24 err_motor_speed_reverse, e53 err_comp_log_sem_timeout, and e22 err_motor_flux_magnitude. The device was scrapped this event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction